Event description:
Reportedly, when the device was unpacked, it was found with glue and scratches on both sides. The external package was in perfect shape. The device was returned for analysis.

Event description:
Reportedly, when the device was unpacked, it was found with glue and scratches on both sides. The external package was in perfect shape. The device was returned for analysis.